Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the pace/sense right ventricular lead was noted to have been capped. It was later reported that the pace/sense lead was noted to have a fracture. The lead was explanted and replaced. No patient complications have been reported as a result of this event.